Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 19jun2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The bd field service engineer reported the half-height drawer that was used at a sister site was replaced. Designated complaint handling unit investigation team visual inspection of the drawers observed rail issues and thermal damage on the pyxibus module controller board; both were incidental findings. Laboratory testing showed there was resistance while opening the drawers. Bd pyxis products communication 1830 dated october 06, 2023, announced the general availability of redesigned hardware part for the bd pyxis cubie system half height (hh) drawer module. The newly designed rail has mechanical features embedded in the slide to prevent the migration of the ball bearing cage and retain the ball bearings. Regarding the observed thermal damage, it is likely the pyxibus cable was plugged in while the station was powered on.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, had replaced with borrowed half height drawer. As per return part analysis, it was determined that the slide bumpers, migrated retainer brackets along left rails of both drawers and ball bearings were missed. And found thermal damage on pyxibus module controller board. There were no adverse events or injuries reported based on this incident.